Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, upon first firing during a rectal resection, the reload was unable to be removed from the adapter. The black unload button could not be pulled. The surgeon attempted to remove the reload by applying a little force. Then the reload broke at the proximal end. With the battery inserted, the status indicator illuminated blue and the device was non-reactive. There was no patient injury.